Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Submitted product images appear to display implant with the peek upper component broken off.

Event description:
It was reported that on (B)(6) 2017, intra-op, an 8 mm an expandable lumbar cage broke while inserting into patient before distraction. The product was replaced with an 10 mm cage. The surgery was completed successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product analysis : visual and microscopic review confirms implant fracture. Implant received in slightly angulated position, with the nose exposed. The component vertical post and the ¿ears¿ of the component broken off, bent and cracked, and not returned for analysis, with rays emanating from the area of fracture origination. The above observations are consistent with significant force and/or complete distraction of the disc space utilized during attempted implantation, which may have contributed to subsequent overload of the implant. If information is provided in the future, a supplemental report will be issued.